Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review /investigation. Occupation: reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the plate broke in patient postoperatively. The patient reports pain and hearing a clicking of plate ends rubbing. The patient has not decided to remove the broken plate. Concomitant device reported: unk - screws: matrixrib (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for (1) 1.5 ti matrixrib str pl 30 h/300 lnth. This report is 1 of 1 for (B)(4).